Event description:
A user facility returned the olympus device, a rhino-laryngo videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was damage to the bending section cover (black covering of the bending section) where parts fell off the distal end, caused by incorrect reprocessing. This report is being submitted for the event found during evaluation. There was no patient involvement, the issue was noted during maintenance.

Manufacturer narrative:
The device was returned as part of an annual inspection, the following was discovered; the connecting tube had a leak, the adhesive on the bending section cover was porous and showed wear and tear. The insertion connection tube had a leak and showed chemical damage, delamination, surface damage, staining, buckle, peeloff, cuts, and decreased flexibility. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed bending section distal tip damage could not be determined, however, the issue was likely due to incorrect reprocessing or by usage of wrong detergent. Olympus will continue to monitor field performance for this device.